Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g6.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 596 mg/dl while wearing the pod between 4 and 24 hours. It was also reported that the pod had given an occlusion alarm indicating a blockage in insulin flow had been detected. Symptoms reported include hyperglycemia, feeling weak and dizziness. According to the patient, the doctor stated that they also had an infection but did not provide details and stated that the infection was not related to the product. The patient was treated with one-liter fluid bolus in the ambulance and then in the hospital was given injections. The patient is still in the in the ER (emergency room) at the time of the report. The pod was worn when seeking medical attention.